Manufacturer narrative:
A bci field service engineer (fse) replaced the grey canister lids with blue lids.

Event description:
A customer contacted beckman coulter inc. (Bci) to report crack on the gray canister lid in the hydro-pneumatic drawer. No injury or exposure has been reported.